Manufacturer narrative:
(B)(4). X-rays documenting the event was received. Implant still implanted.

Event description:
It was reported possible damaged to implant. Requested tool to rethread implant. Tooth location #12. Item or lot number was not available.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. X-rays provided by the customer were reviewed. No signs of thread damage were found during the image review. The malfunction was unconfirmed. A root cause cannot be determined. The following sections have been updated: date of this report. Manufacturer. Contact office. Manufacturer's contact office. Date received by manufacturer. Checked "follow-up." Checked follow-up type. Selected "yes." Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.